Manufacturer narrative:
Average age, majority gender. Date of publication journal article title: long-term outcomes of three-vessel coronary artery disease after coronary revascularization by percutaneous coronary intervention using second-generation drug-eluting stents versus CABG literature reference: doi.org/10.1007/s12928-019-00599-5. If information is provided in the future, a supplemental report will be issued.

Event description:
This study evaluated the outcomes after coronary revascularization in patients with de novo three-vessel coronary artery disease (3vd) treated by percutaneous coronary intervention (pci) using second-generation drug-eluting stents (2nddes) in comparison with coro nary artery bypass grafting (CABG). Resolute integrity and endeavor resolute drug eluting stents were amongst the devices used. 853 patients underwent either pci or CABG for 3vd between 2010 and 2014. Of them, the study included 298 undergoing pci with 2nddes alone (pci group) and 171 undergoing CABG (CABG group). Vessels treated included the lad,lcx, rca and lmt. The primary outcome measure was a composite of all-cause death, non-fatal myocardial infarction (mi), or stroke. The secondary outcome measures were cardiac death, mi, stroke, and target vessel revascularization (tvr). The main finding of the study was that pci with second generation des was not associated with the long-term risk of the primary outcome measure compared with CABG in patients with de novo three-vessel cad.